Event description:
It was reported to MFR that the vns patient's generator had migrated "down into the armpit area" after a recent generator replacement surgery due to end of service. The patient subsequently had surgery where the generator was re-secured in the chest pocket. The patient's caregiver explained that the surgeon stated following the revision surgery, that it was observed that the generator was not secured in place properly. The surgeon explained to the caregiver that during surgery, care was taken to suture the generator to the fascia in the chest pocket. Several days following this revision surgery, the mother reported that the generator had again migrated. The patient was seen by the surgeon, and it has not been verified with the surgeon that migration has occurred again. The caregiver explained that the patient has to be lifted and that the patient has a tendency to wrap her arms around herself and "grab at the armpits". It is not known if these events have contributed to the migration of the generator. Attempts to obtain add'l info from the surgeon have been made, but have been unsuccessful to date.